Manufacturer narrative:
Investigation: one used optia set was received for investigation. Initial observation noted blood throughout the set with no kinks, misassemblies or leaks discovered. The witness mark on the lower hex was present in the correct place. No foam was observed in the reservoir. No clotting or clumping was observed. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) on a spectra optia device, the reservoir became foamy, and the return pump was potentially defective. Per the customer, the device alarmed "foam in the reservoir". Medical intervention was reported, but it is unknown at this time was required. Patient information and outcome are unknown at this time.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: one used optia set was received for investigation. Initial observation noted blood throughout the set with no kinks, misassemblies or leaks discovered. The witness mark on the lower hex was present in the correct place. No foam was observed in the reservoir. No clotting or clumping was observed. It was confirmed that the customer marked the questionnaire in error and no injury and medical intervention occurred. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. ¿¿it was confirmed that the customer marked the questionnaire in error and no injury and medical intervention occurred. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) on a spectra optia device, the reservoir became foamy, and the return pump was potentially defective. Per the customer, the device alarmed "foam in the reservoir". Medical intervention was reported, but it is unknown at this time was required. Patient information and outcome are unknown at this time.

Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) on a spectra optia device, the reservoir became foamy, and the return pump was potentially defective. Per the customer, the device alarmed "foam in the reservoir". Medical intervention was reported, but it is unknown at this time was required. Patient information and outcome are unknown at this time. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.